Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No moisture damage electronic assembly.

Event description:
Customer reported via phone call that there is a battery out limit. Customer states that they have a keypad anomaly. The blood glucose reading is 229 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.